Event description:
A customer reported that the touchscreen of their device was less responsive, the home button got stuck, and the charge port did not connect properly, causing the device not to charge when the cable was plugged in. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting at this time.